Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The actual device was not returned for analysis; therefore, a product evaluation could not be performed and a casual relationship between the vasculitis and the traxcess could not be verified.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The details of the event were forwarded to terumo, the actual device manufacturer. A supplemental report with the results of their investigation and device history records search will be submitted when their investigation is complete.

Event description:
It was reported that a patient who had a coiling procedure performed later developed foreign body related vasculitis some months after the procedure. Filamentous components from foreign objects could be verified, but not the real origin; a traxcess guidewire was one of many devices used during the procedure. It was stated that the filamentous components showed "basophil characteristics" and a casual relationship between the vasculitis and the traxcess could not be verified. The patient is reported to be doing "ok."